Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, g2 (unmark user facility) and h6 (component code has been corrected to 440 - cylinder). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/30/2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could be a cleaning brush. It is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU). There was no physical damage where the foreign material was found. A root cause of the foreign material remaining in the device could not be identified. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.